Event description:
It was reported that the wake button was sticking. In addition, it was reported that the customer experienced a low blood glucose level of 43 mg/dl; cause was unknown. The customer consumed carbohydrates to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.